Event description:
It was reported that a physician attempted suture placement of the prostar xl in a mildly calcified right common femoral artery (rcfa) prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a 6 fr sheath was placed after initial cfa puncture, the sheath was exchanged for a guide wire, and then the 10 fr prostar xl delivery system was introduced over the wire. The prostar xl was placed and marking could not be obtained. It was described as no blood return through the short pilot tube (dedicated marker lumen), although there was retrograde flow through the suture pilot (sutures lumens). The prostar xl device was removed over the guide wire and another prostar xl was introduced over the guide wire and deployed successfully. The sutures were set aside to perform the index procedure. After completion of the procedure, the sutures were used to close the arteriotomy; however, after completing knot advancement hemostasis was not achieved with the final knot tying. The knots were tightened, but had only adventitia (no arterial wall). The guide wire had been removed and it was elected to proceed using open surgical repair. A direct suture repair was done resulting in successful hemostasis. There was no adverse patient sequela. The aaa stent-graft device delivery system is a 19 fr sheath with an outer diameter of 21 fr. The subcutaneous tissue was closed with running 2-0 vicryl and the skin with 3-0 subcuticular vicryl. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 6f, 10f, 19f (21f outer diameter) intruitrak stent graft (endologix); heparin, protamine. The prostar xl 10 f system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation of patients who have undergone catheterization procedures using 8.5 f to 10 f sheaths. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle, needles and sutures were still in the pre-deployed position and there was no slack on the sutures. The marker tube appeared normal and the marker port was not occluded. During this investigation, marking patency was performed and the device was patent. Guide wire patency was checked and the device was patent. The coiled suture lumens were not returned with the device. Probable causes for no blood flow/marking not obtained from the marker lumen, include but are not limited to patient anatomical conditions, deployment technique or manufacturing. The marker port not being in the arterial lumen, marker port against the sidewall of the artery, tissue obstructing the marker port or the artery being deeper than expected are considered between the possible factors. The access site was reported to be mildly calcified and the instruction for use (IFU) states: the safety and effectiveness of the prostar xl 10f system have not been established in patients with common femoral artery calcium, which is fluoroscopically visible at access site. The prostar xl was reported to have been used in conjunction with a 6fr introducer sheath. The device it indicated to be used with sheath sizes of 8.5 to 10f, outlined in the IFU. During manufacturing, the marker lumen of each device is subject to inspection and a quality control audit inspection is performed to verify product quality. The IFU also states: verify marker port patency by flushing the lumen until saline exits from the marker port. Do not use the prostar xl device if the marker lumen is not patent. The prostar device failing to achieve marking during placement can be influenced by numerous factors that include but are not limited to manufacturing, the tissue track not being properly prepared, marker port possibly against sidewall of vessel, tissue obstructing the port, and the puncture site not being in the common femoral artery (puncture too high of low) or the device is used other that intended. To prevent this from occurring, additional tract preparation should be considered, withdrawal of the device until marker port is above skin and reflushing the device, gently rotating the device if sidewall puncture is suspected, or keep rotating the barrel until pulsatile flow occurs. Based on the investigation findings and the manufacturing inspection criteria, the cause for the reported event could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and did not reveal any other incidents reported for no marking from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.